Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. Post-operatively in 2008, it was found that the patient had developed a mesh erosion. Four months later, the mesh was trimmed. The event was resolved one month later.

Manufacturer narrative:
Date sent to the FDA: 12/30/2009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.